Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2016 with the following findings: a review of the black box revealed several unexpected power on reset events. The battery compartment was found to be cracked below the finger pad. A leak test failed due a battery compartment leak. Moisture and corrosion was observed in the battery compartment. There was no damage found to the returned battery cap; the battery cap secured tightly to the pump. During testing, the battery cap was tightened; the pump was exercised for 24 hours with no further power interruptions. The battery cap was fastened and then unscrewed ½ turn leading to a pump reboot due moisture corrosion. The pump¿s cover was removed; there was no further moisture ingress or any intermittent conditions found to the power pcb or to the cgm module. The reported ¿power¿ complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was reportedly damage to the battery compartment and moisture and corrosion inside its casing. There was no indication of damage to the cap. Reportedly, the battery cap tightly secured to the pump per instructions for use; however, the yellow o-ring was visible. It was noted that the battery cap was replaced approximately 1 to 3 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.